Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery. Customer's blood glucose was 203 mg/dl. The customer stated that he would like the insulin pump be replaced. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed prime/a33, excessive no delivery alarm and displacement test. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.